Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to ¿obstruction in tube / kinked tubing / wrong tubing dimensions". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the drain bag product ifus were found to be adequate based on past reviews.

Event description:
It was reported that the patient was using the spirit style 2 male external catheter and sometimes urine begun to pool at the top of the leg/drainage bag and couldnot drain into the bags. It was mentioned to the patient about vapor lock and the patient believes this might have caused the issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was using the spirit style 2 male external catheter and sometimes urine begun to pool at the top of the leg/drainage bag and couldn't drain into the bags. It was mentioned to the patient about vapor lock and the patient believes this might have caused the issue.